Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Allegation was not confirmed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this left ventricular (lv) lead exhibited lead dislodgement. Additional information received which indicated that through fluoroscopy, this dislodgement was discovered. Moreover, dislodgement has nothing to do with a lead failure. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead exhibited lead dislodgement. Additional information received which indicated that through fluoroscopy, this dislodgement was discovered. Moreover, dislodgement has nothing to do with a lead failure. This lead was explanted and replaced. No additional adverse patient effects were reported.